Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they visited the emergency room and then was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019. Blood glucose level of the customer as the time of the hospitalization was 613 mg/dl and current blood glucose level was 150 mg/dl. The customer was assisted with the troubleshooting. Customer had vomiting, nausea and body weakness events leading to the hospitalization. The customer was treated with the intravenous insulin and subcutaneous insulin. It was reported that the tubing was almost completely detached from the reservoir which was causing leak of the insulin. The insulin pump passed the self test. The insulin pump will not be returned for the analysis.